Event description:
It was reported that 80% in-stent restenosis and non-st segment elevation myocardial infarction occurred. In (B)(6) 2022, a 2.5 mm x 16 mm synergy xd drug eluting stent was implanted in the proximal left circumflex artery (lcx). In (B)(6) 2026, the patient presented to the hospital and was diagnosed with non-st segment elevation myocardial infarction (nstemi). Coronary angiography revealed 80% in-stent restenosis (isr) in the proximal lcx and revascularization was recommended. The 80% isr in the proximal lcx was successfully treated with balloon angioplasty and a drug-eluting stent. Post revascularization, 0% residual stenosis was noted with timi flow of 3. The patient was discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.